Event description:
Presented to patient's room for bedside paracentesis. Opened a brand new, undamaged thora/para kit (manufacturer carefusion, lot number reky3408) and administered 5 ml from one kit-provided 1% lidocaine (lot number ae5040) to the patient. After administering lidocaine, patient stated that he could still feel sharp pain. Administered additional 5 ml of lidocaine from second vial (same lot number). Patient stated that he could still feel sharp pain. Obtained 1% lidocaine from separate kit with different lot number and administered to patient with now adequate anesthesia. There were no other complications from the procedure.